Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluations. Failure analysis was not able to reproduce the reported failure on either unit. However, the errors were confirmed to have occurred via the system logs. The umc board was installed in a test system and it came up with no errors and all the gantry motors were driven through their full range of motion with no issues. The system ran 20 power cycles with this board and no errors were triggered. The suj passed the latch weight test, normal mode, start-up, and back drive. In addition, visual inspection was performed and no visible damage was found. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the surgical staff encountered a system error. The customer attempted to troubleshoot by disabling arm 4 but the issue persisted. The intuitive surgical. Inc. (Isi) technical support engineer (tse) reviewed the system logs and found that the error pointed to the universal surgical manipulator (usm4). The customer made the decision to convert to an open surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse swapped out usm 3 with usm 4 with no issues. The fse installed a universal motion controller (umc) board and replaced the set up joint (suj) to resolve the issue.